Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device with reported issue referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with two prostyle devices after a cardiac ablation using an 8.5f sheath. Reportedly, a suture break occurred during knot advancement. This occurred with both devices. Hemostasis was achieved with a new prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.